Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in section h11 have been updated. H6 codes were added: type of investigation. Section h6 codes were corrected: investigation findings, investigation conclusions. Section h10 was updated with reference to the other report submitted for this case. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was confirmed as the reported event was consistent with previous investigation into these types of complaints. Available information suggests that patient factors calcification likely contributed to the event as it was reported that the patient had moderate calcification of the annulus/leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, deployment was performed using extra 9cc. While the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. The complaint for difficulty withdrawing was confirmed based on the available information. Available information suggests procedural factors (withdrawal of balloon burst) likely contributed to the event. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. The complaint for component separation was confirmed based on the available information. Available information suggests that procedural factors likely contributed to the event as it was reported that the delivery system "became caught on the tip of the esheath+, and the balloon shaft became detached from the delivery system." Additional pull force or device manipulation applied to overcome the withdrawal difficulty may lead to component separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist in japan, during a right transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia (s3ur) valve, a balloon rupture occurred during balloon inflation. The s3ur valve was attempted to be deployed in an annular area of 828 mm2 with nominal +9 cc inflation volume. The perceived root cause of the balloon burst was reported to be overexpansion of the delivery system balloon. Despite the balloon rupture, the valve was reported to be fully deployed and landed in the intended position. After valve deployment, difficulty was encountered during withdrawal of the delivery system. During withdrawal, the delivery system became caught on the tip of the esheath+, and the balloon shaft became detached from the delivery system. The ruptured balloon and detached balloon shaft subsequently caught on the esheath+, resulting in their retention within the sheath shaft. The balloon shaft and balloon were withdrawn from the patient together with the sheath and the delivery system.

Manufacturer narrative:
Investigation is ongoing.